Event description:
This was a left-sided lead extraction procedure to remove one 132 month old malfunctioning mdt 6947 rv ICD lead. The plan was to extract the malfunctioning 6947 and place a new single coil ICD lead and an intracardiac lv lead. The 6947 rv lead was prepped with an lld and a 16f glidelight was used for the extraction. After advancing the laser sheath past the ICD lead's proximal coil and approaching the ivc, it was noted that the "heel" of the lead was still approximate to the ivc by fluoroscopy. The laser sheath was advanced to this segment and then a consistent drop in the patient's blood pressure was noted. After fluoroscopic evaluation and tee confirmation of an effusion, the surgeon was notified and rescue protocol was initiated. A sternotomy was performed and an injury in the ivc (junction of lower ra and ivc junction) was found and repaired. The ICD lead was cut and capped and an epicardial lead was placed by the surgeon. The patient will be further assessed for a new rv ICD lead at a later date.

Manufacturer narrative:
Because of the injury that occurred, the physician elected to cut and cap the lead with the lld inside. This will be captured in MDR report # 1721279-2014-00197.